Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs / faults) was confirmed. As received, the power supply connector was bent. The cause of the faults and inability to charge a battery pack is the bent connector. The root cause of the bent connector is physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs and was producing faults.